Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect removal. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The thumb advancer was locked into step # 3 and had not been retracted. The vessel locator wings were bent and one ribbon was broken. All of the vessel locator components were returned attached to the device. The safety release button had been pushed inward out of the retaining tabs indicating an attempt was made to collapse the vessel locator wings during a difficult device removal after clip deployment. These findings are consistent with and confirm the reported experience of difficult removal. The most probable root cause for the bent and broken vessel locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment. This may create distal forces resulting in bending and breakage of the locator wings and subsequent difficulty with device removal. This type of damage has been seen on other cases when the device is deployed in challenging anatomies or/and the tissue track was not enlarged at the start of the procedure. The report of the access site being moderately calcified may have also been a contributing factor in the event. No manufacturing or quality issue was detected. Based on the investigation the root cause for the difficult removal is due to the operational context during use of the device. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a mildly calcified right common femoral artery after a diagnostic procedure. Reportedly, after successful clip deployment, the device could not be removed from the anatomy. The safety release button was depressed. The access ports were not used. The device was pulled from the anatomy and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.